Event description:
Device looped back on itself and caught in the stent. Eased out with no harm.====================== manufacturer response for embolic protection device, ev3 spider fx embolic protection device======================manufacturer states they will investigate and let us know findings.